Manufacturer narrative:
The excor blood pump, s/n (B)(6) on the patient since (B)(6) 2024 until the time of the event on 2024-02-24 (38 days) we have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
The site notified berlin heart inc. Clinical affairs that the blood pump on a patient being supported with the excor pediatric vad system developed an audible "crunching sound'.additional information provided by the site, on 03-01-2024, reported that the patient was exhibited ldh lab values consistent with hemolysis. The patient's ldh level increased from 1636 on (B)(6) 2024 to 3557 on (B)(6) 2024. According to the site, the blood pump maintained complete filling and emptying throughout.